Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised walker is uneven because one wheel is higher than the other one on the left side.